Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed migration of both leads. The evoke scs system was explanted.

Manufacturer narrative:
A quantity of two (2) implanted leads. Second lead information: product description: evoke cap12 percutaneous lead kit - 60cm. Model # : 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: 4/18/2024. Expirati4/18/2026on date: 4/18/2026.